Event description:
An optometrist reported a case of bilateral superior diffuse lamellar keratitis (dlk) observed on a pt at one day post lasik treatment. Reporter indicated pt was placed on an increase of topical steroid eye drops. Pt noted a fluctuation of vision, but assumed it was normal after lasik treatment. Add'l info has been requested. There are two related reports for this pt. This report addresses the pt's left eye, and another MDR report will be filed for the fellow eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).